Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small white spot was observed in the middle of the lens optic when the lens unfolded in the patient's eye. Reportedly, the doctor removed and replaced the lens. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/16/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was missing a haptic (detached), this could be related to the reported removal of the lens from the patient's eye. A scratch was observed on the lens that resembled a white spot near the center of the optic zone. The customer's reported complaint was verified. Since the white spot (as described by the customer) was observed after the lens implant the observed cosmetic damage could not be determined to be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.